Event description:
It was reported that within a few weeks of implant, there was no capture at maximum output and the physician determined that the lead was dislodged. During the repositioning attempt, the helix would not re-extend, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).